Event description:
It was reported in a scientific article that a vns pt experienced an increase in seizures, due to unk reason as the cause of epilepsy and seizure type was variable. Good faith attempts to obtain additional info have been unsuccessful to date.

Manufacturer narrative:
Article citation: murphy, jerome v., richard torkelson, irene dowler, and stephen simon. "Vagal nerve stimulation in refractory epilepsy." Arch pediatr adolesc med 157 (2003): 560-64. Print.